Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
A break in the retention dome during percutaneous removal. The dome portion was removed endoscopically. The indwelling period was 366 days.